Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the ratchet gear and comb were damaged. The gear and comb were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during kit inspection the skin graft mesher ratchet did not work properly. Skin graft carrier will move backward instead of forward and the comb is slightly dent over right side. No adverse events were reported as a result of this malfunction.